Manufacturer narrative:
(B)(4). Concomitant medical devices: versys fiber metal midcoat stem # item 00784101330 lot 64161727. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01116. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip surgery, the broach fitted in the femur easily, but during implanting stem it was tight and the femur got cracked. Cables were applied to get the stem in. The rasp used and the actual implant had different profiles and the surgeon is suspecting that the rasp ID of wrong size. A delay of 30-45 min occurred during the procedure for application of cable to reduce fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the device identified wear and tear along the cutting edges indicative of repeated use across the life span of the device. Dimensional analysis of the device features against the corresponding overlay determined the device to be conforming. The potential field age of the device was determined to be approximately 18 years. It is unknown how many times the device was used during this field life. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.